Event description:
Reporter states that she has had complications since having a ventral hernia mesh implant. These complications include adhesions, abnormal tunnelling, elevated wbc, severe pain, fever, diarrhea. Reporter states that her quality of life is deteriorating. Reporter also says that the mesh is leaking chromium into her system. Reporter says she's very upset because she can't find a physician that is willing to remove the mesh. Reporter also is upset because mesh was inserted into her body.